Event description:
It was reported the battery measurement showed low values at interrogation. Initial interrogation of battery voltage was 2.62 v and reinterrogation was 2.31 v. It was also reported the device was working appropriately. Replacement was not an option for the patient with a high risk pregnancy. The clinic opted to follow the patient with frequent carelink monitoring visits. Review of carelink report on 1/5/2010 indicated the battery voltage was 2.69v. The lowest reported battery voltage over prior two weeks was 2.93v. Carelink battery voltage reported was lower than would be expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device indicates low telemetered battery voltage. The daily battery voltage measurement was 2.93v but with telemetry the value was 2.31v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.